Manufacturer narrative:
Concomitant medical products and therapy dates: amlodipine 10mg, sertraline 50mg, lasix 40mg, omeprazole 20mg, oxycontin 20mg. (B)(4).

Event description:
On (B)(6) 2014 the patient underwent endovascular repair using gore® excluder® aaa endoprostheses. It was reported that the patient was lost to follow up. The patient's medical records show that a cta of the patient's abdomen and pelvis was performed in (B)(6) 2019 which did not demonstrate an endoleak, and the native aneurysm sac measured 7.7cm. On an unknown date the patient was admitted to an outside hospital after a fall. Reportedly a CT scan was performed on the patient's abdomen and pelvis, date unknown. Aneurysm enlargement was reported. The amount of aneurysm enlargement is reportedly unknown, and the patient's medical records showed that the aneurysm sac measured approximately 7.7cm. A proximal type I endoleak was reported to be the cause of aneurysm enlargement. The cause of the endoleak was reported to be loss of proximal wall apposition of the device. The patient's aortic neck was reported to be long, but had thrombus or atheroma that was holding the proximal end of the device away from the wall of the aorta. The cta also reportedly revealed a possible type ii endoleak. No reintervention has been performed, as the patient requires time to recover from the fall and subsequent left hip fracture. The patient has been instructed to follow up with the implanting physician regarding the endoleak. The endoleak is reported in the patient's medical records as a chronic problem with no emergent requirements.